Event description:
Customer reported a sample barcode misidentification for a sample barcode ID label when using the coulter lh 750 hematology analyzer on (B)(6) 2008. The sample barcode misidentification event had a "no match" error code generated. The customer reported that there was an erroneous decimal in the sample ID. No erroneous test results were reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event presents event 2 of 2 events reported by this customer. This MDR is for the malfunction that occurred on (B)(6) 2008.

Manufacturer narrative:
The checksum feature of the coulter lh 750 hematology analyzer was disabled. On (B)(4) 2008, field service engineer performed a barcode read rate test. The barcode read rate was within specifications. Customer provided six sample barcode labels for eval. Two out of the six labels had interleaved 2-of-5 symbology with no check character. The remaining four labels had code 39 label symbology also with no check character. The labels were tested using the quick check 600/800 series bar code verifier. The testing identified that all sample barcode labels failed specifications for reflectivity of media with a range of 63 - 73% for a minimum requirement of >80%. The root cause of the event is attributed to poor quality sample barcode labels and lack of checksum digit. Beckman coulter recommends use of checksum digit feature. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00567.